Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the up arrow button was not functional to rewind the insulin pump. Customer's blood glucose was unknown. The customer reported the insulin pump was previously dropped in the past. Customer also reported a crack was present on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected low battery alarm noted. The insulin pump had cracked case at the display window corners, battery tube threads, broken belt clip slot and minor scratched display window.